Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced symptoms described as " hyper, fatigue, angry," and a loss of consciousness, requiring a non-health provider administration of insulin injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced symptoms described as " hyper, fatigue, angry," and a loss of consciousness, requiring a non-health provider administration of insulin injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.